Event description:
It was reported that the table locks would not actuate, causing unexpected bidirectional motion of the tabletop without resistance (free float). The issue was discovered during system power-up in preparation for an exposure. There was no injury reported. This situation could contribute to an injury if a pt or operator were unaware of this condition while loading a pt. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) inspected that table and found a blown f12 fuse, causing all the table locks to disengage. The fe replaced the fuse and tested all functions of the table. The fe verified that the table locks were functional.